Manufacturer narrative:
Event: additional information received per the medical records indicate that the patient has a history of extensive deep vein thrombosis. The filter was deployed via the patient's right femoral vein. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that eight years after the index procedure the patient "passed blood clots" for two weeks. Subsequent pap smears and biopsy revealed nothing. Eight years and three months after the index procedure the patient became aware of tilting of the filter and perforation of filter struts outside the inferior vena cava (ivc). The patient has also experienced weakness in legs, painful swelling in legs and feet, pinching pain in abdomen when bending over, back pain and side pain. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was reported to be the development of extensive deep vein thrombosis (dvt). The filter was implanted via the right femoral vein and was deployed in a ¿good¿ position. The patient is reported to have tolerated the procedure well. Approximately eight years after the implantation, the patient became aware that they had ¿passed blood clots¿ over the previous two weeks. Subsequent pap smears and biopsy were negative. Approximately eight years and three months after the implantation, the patient became aware that the filter had tilted and that strut(s) had perforated outside the inferior vena cava (ivc). The patient further reported experiencing bilateral leg painful swelling and weakness, pinching pain in the abdomen when bending over and back and side pain. The is reported to have been told that the filter could not be removed due to their high surgical risk. No attempts to retrieve the filter were documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, weakness and leg swelling do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently tilted and perforated. The medical history, indication for the filter placement and procedural details have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: filter perforation and tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.